Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the reported malfunction. The se replaced the analog interface (ai) printed circuit board (pcb), which resolved the reported issue.

Event description:
It was reported that during patient use, a ventilator went inoperative. The patient was transferred to an alternate device. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.